Manufacturer narrative:
The device has been returned and evaluated by product analysis on 19-jul-2019 the following findings: during investigation, the complaint was reported on (B)(6) 2016 , according to the pump history the pump was in use until (B)(6) 2019. The pump passed all required testing for delivery accuracy. The pump booted with a dim pink screen. The total daily dose added up correctly with basal program , black box shows no evidence of delivery malfunctions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a history/settings issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.